Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported and verified during an event history log review of the returned homechoice. The disposable cassette was not returned and the lot number is unknown; therefore, a cassette analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced an unspecified system error alarm. During evaluation of the returned hc device, the alarm was found to be a system error 2240 (air in line/set) alarm which occurred on (B)(6) 2015 at 03:07:31. The step of setup or therapy during which this occurred was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.